Manufacturer narrative:
Additional information: device evaluated by MFR. Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst). The fst performed an on-site verification of the 2008t machine operation. No ultrafiltration issues were found: the machine performed as intended per manufacturer specifications. Functional complaint testing found four non-conformance issues which were addressed and resolved by calibrating the deaeration motor, temperature sensor 3, loading pressure regulator and pressure transducer. The machine was returned to service following the calibrations. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis machine and the patient¿s adverse events of loss of consciousness, cardiac arrest and subsequent death. The etiology of the events is unknown; therefore, causality cannot be firmly established. While there is no allegation or objective evidence indicating a 2008t hemodialysis machine malfunction caused or contributed to the patient¿s expiration; the 2008t hemodialysis machine cannot be excluded from having a possible causal or contributory role in the events. Given the 2008t hemodialysis machine¿s recalibration requirements during functional compliance testing and the absence of the discharge summary, esrd death notification, autopsy and death certificate. There is insufficient evidence to definitively conclude the root cause of the events. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on hemodialysis (hd) for renal replacement therapy (rrt) was hospitalized following a loss of consciousness during hd therapy, and subsequently expired two days later. During follow-up, the patient¿s hemodialysis registered nurse (rn), reported approximately 10 minutes into hd therapy, the patient appeared cyanotic and lost consciousness (specifics not provided). The treatment was immediately stopped, the blood was returned to the patient and emergency medical services (ems) were contacted. The clinic staff began cardiopulmonary resuscitative (CPR) measures (details not provided) and administered approximately 1000 ml of normal saline prior to the arrival of ems. Upon discharge from the outpatient dialysis clinic, the patient did not have a pulse and remained unconscious. There were no alarms prior to the events, and the patient arrived for their scheduled hd therapy in good spirits and without complaint. At the hospital a brain scan (specifics not provided) of the patient revealed no activity was present, and the family decided to make the patient a comfort care only/hospice. The patient expired as a result of the cardiac arrest which occurred two days prior. Per the rn, the patient had only been receiving hd therapy for approximately 1 week or 2-3 sessions and was extremely ¿ill¿ with multiple cardiac comorbidities. Additional information was requested (e.g. Discharge summary, death certificate, esrd death notification, past medical history, treatment data), however the request was declined. An ultrafiltration (uf) problem identification checklist was completed 10/10/2019, and found the machine performing as intended per the manufacturer specifications. A fresenius field service technician (fst) performed functional compliance testing completed on 10/10/2019 and found four non-conformances which required calibration; the deaeration pressure was -23.0 inhg and required calibration to -25.0 inhg, the loading pressure was 25.1 psi and required calibration to 24.1 psi, the dialysate pressure was -252=-279 and -3=-13 (measured-displayed) and required calibration to -249=-249 and 0=0 m and the machine temperature was dtm=37.1 / dtd=38.3 and required calibration to dtm=37.0 / dtd=37.0 degrees celsius. The 2008t hemodialysis machine was returned to service following the recalibrations.